Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. It was noted that this was a slow rise in impedance and was found at the patient's routine follow-up visit. No action was taken, the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.